Event description:
It was reported that during the opening of the external packaging, a filament similar to a hair was observed on the coil/hoop containing the 3.0x15 mm trek balloon catheter. The device was not used on the patient. A new balloon catheter was used to complete the procedure. No additional information was provided. Device analysis confirmed that the filament was a human hair.

Manufacturer narrative:
(B)(4). Evaluation summary:the returned device analysis confirmed the reported contamination. A search of the complaint handling database found no other events reported with contamination from this part/lot combination. A review of the lot history record indicated no related non-conformance records for this specific lot. Based on the results of the investigation, there is no readily identifiable evidence which suggests a larger population of trek product is affected. This appears to be a rare occurrence and will continue to be monitored per site operating procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.